Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using test accessories by bench handling, patient impedance testing, shock testing, and environmental stress screening without duplicating the report. No accessories or pads were returned for evaluation. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any evidence of a device malfunction. No trend is associated with reports of this type.